Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump was not delivering boluses as intended. It was also reported that false occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.